Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) due to fluid loss. When opening the cylinders to replace the old ones, a small hole was made in the cylinder during suturing so those were tried and not used. The ipp was then replaced with a second set. A patient outcome of stable was reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. The kink resistant tubing (krt) of both cylinders were worn to filament. Both cylinders had wear at fold in cylinder body. Cylinder 2 has a large tear/damage of the outer tube with large broken fabric treads in cylinder body; leak with small hole were found in the inner tube due to instrument damage most likely occurred during the explant. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 has a fatigue leak in the krt; hole was present. The standard inflate/deflate pump was visually inspected; no leaks were found. The krt was worn to the filament; however, no leaks were present. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found in pump. The contamination was found inside pump. The pump was not functionally tested due to contamination. Product analysis confirmed the reported allegations related to fluid loss in the krt of cylinder 2. Visual inspection and functional testing of the ams 700 ipp reservoir confirmed the reported events of fluid loss. The reservoir had a leak in the reservoir shell adapter junction due to fatigue, as well as wear at a fold in the reservoir shell. Product analysis concluded fluid loss as the most probable cause of the complaint, as the identified reservoir leak could lead to the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
Corrected: g5 combination product from no to yes the ams700 ipp cylinders were visually inspected and functionally tested. The kink resistant tubing (krt) of both cylinders were worn to filament. Both cylinders had wear at fold in cylinder body. Cylinder 2 has a large tear/damage of the outer tube with large broken fabric treads in cylinder body; leak with small hole were found in the inner tube due to instrument damage most likely occurred during the explant. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 has a fatigue leak in the krt; hole was present. The standard inflate/deflate pump was visually inspected; no leaks were found. The krt was worn to the filament; however, no leaks were present. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found in pump. The contamination was found inside pump. The pump was not functionally tested due to contamination. Product analysis confirmed the reported allegations related to fluid loss in the krt of cylinder 2. Visual inspection and functional testing of the ams 700 ipp reservoir confirmed the reported events of fluid loss. The reservoir had a leak in the reservoir shell adapter junction due to fatigue, as well as wear at a fold in the reservoir shell. Product analysis concluded fluid loss as the most probable cause of the complaint, as the identified reservoir leak could lead to the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) due to fluid loss. When opening the cylinders to replace the old ones, a small hole was made in the cylinder during suturing so those were tried and not used. The ipp was then replaced with a second set. A patient outcome of stable was reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) due to fluid loss. When opening the cylinders to replace the old ones, a small hole was made in the cylinder during suturing so those were tried and not used. The ipp was then replaced with a second set. A patient outcome of stable was reported.